Event description:
The end user reports while transferring out of the power wheelchair the raised footplate fell and scraped the back of the end user's legs.

Manufacturer narrative:
No malfunction of the power wheelchair suspected; however, the raised footplate fell and scraped the back of the end user's legs. The footplate was found to be worn and in poor condition. Hoveround's owner's manual warns, "safe and effective use of your power wheelchair is dependent on proper maintenance."